Event description:
It was observed that during the device evaluation the subject device had flat cable that was damaged (corroded), and the damper was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction of corrosion was traced to an environment problem, and degradation of the damper was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.